Event description:
It was reported there was atrial lead loss of sensing and loss of capture. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. The cause of death has been requested and not received. Follow up reported the nurse in the device clinic reported the patient's death was not device related. Additional follow up reported cause of death to be "ischemic cardiomyopathy, esrd, v fib, hypoxic encephalopathy, respiratory failure." Patient had upgrade to device system (B)(6) 2009, renal failure worsened, hemodialysis. On (B)(6) 2009 had vf arrest with subsequent hypoxic encephalopathy, device programmed off, dnr, and palliative care.

Event description:
It was reported there was atrial lead loss of sensing and loss of capture. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. The cause of death has been requested and not received. Follow up reported the nurse in the device clinic reported the patient's death was not device related.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported there was atrial lead loss of sensing and loss of capture. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.